Manufacturer narrative:
Concomitant medical products: product ID: a810, serial#: unknown, product type: software. Other relevant device(s) are: product ID: a810, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) regarding a patient receiving bupivacaine (20 mg/ml at 2.162 mg/day) and hydromorphone ( 10 mg/ml at 1.081-2.875 mg/day) via an implantable infusion pump. It was reported that the pump was refilled today and shortly after began alarming every 10 minutes. It was noted that the personal therapy manager (ptm) was displaying the error code: 8474 (pump reset). The hcp read the pump logs and it showed a "motor stall recovery" at 17:08 with today's time stamp. The caller confirmed that a motor stall had not occurred in the logs prior to this event and confirmed patient did not have a magnetic resonance imaging (MRI) or any electromagnetic imaging (emi) exposure recently. The logs also showed that the infusion had switched from simple continuous to minimum rate. The hcp updated the pump to the correct settings and back to simple continuous rate. The pump was then re-interrogated and the logs showed a motor stall recovery occurred with the same time stamp as the update, and that the pump defaulted to minimum rate again. The pump continued to alarm, even though the settings under refill and adjust workflow were accurate at this time and the alarms tab showed no active alerts. The caller was then instructed to program the pump to minimum rate and up date. The pump was then re-interrogated, the refill and workflow was adjusted and the pump to simple continuous rate. The logs were then reviewed to verify the updates. The following error codes were listed to have occurred: critical alarm - pump defaulted to minimum rate, critical alarm - pump reset due to firmware error and critical alarm - pump reset. No symptoms were reported. No further complications have been reported as a result of this event.

Manufacturer narrative:
Correction: device code (B)(4) is not applicable for this event. If information is provided in the future, a supplemental report will be issued.